Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and fallopian tube perforation ("perforation (fallopian tube(s))") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain and knee pain. Concomitant products included alprazolam since (B)(6) 2010, amoxicillin since (B)(6) 2011, azithromycin from march 2012 to june 2014, bactrim (sulfamethoxazole w/trimethoprim) since (B)(6) 2010, beta-lactamase sensitive penicillins (penicillin) since (B)(6) 2011, cefalexin (cephalexin) from july 2014 to june 2016, fluticasone propionate since (B)(6) 2010, fluticasone from march 2012 to june 2014, ibuprofen since (B)(6) 2012, medroxyprogesterone since (B)(6) 2011, methotrexate since (B)(6) 2010, oxycocet (acetaminophen w/oxycodone) since (B)(6) 2009 and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2010. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. On 2010, plaintiff had hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: patient¿s date of birth and height; abnormal bleeding (vaginal), perforation (fallopian tube(s)) and weight gain were added as event; lab data provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Diagnostic results: on 2010, plaintiff had hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.